Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that they experienced high blood glucose and the insulin pump had keypad not functioning. The customer blood glucose level was 473 mg/dl at the time of incident. Customer's mom did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump. The customer's mom was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board noted.